Event description:
The customer reported that during a laparoscopic bilateral salpingectomy the device stuck to burnt tissue. There was bleeding from the surgeon trying to get tissue to release off of device jaws. No further information is available from the site.

Manufacturer narrative:
(B)(4). One used lf1637 was received for evaluation and visual inspection found no defects. The reported condition was not confirmed. The jaws were not stuck closed when received. Inspection noted that the seal plates were clean and minimal eschar at the hinge of the jaws. The handle was latched and unlatched without difficulty. The device was tested for activation on a saline soaked towel and no sticking was observed. To minimize tissue sticking keep the jaws of the instrument clean at all times; clean the instrument more often when working in a bloody field; if consistent sticking is encountered, reduce the bar setting; do not re-use or reprocess the device, as this can damage the surface of the jaws and lead to improper performance. The investigation found the device to function normally. The IFU recommends cleaning the jaws with a piece of wet gauze often to help minimize tissue build up between the jaws. Do not place the vessel and/or tissue in the jaw hinge. Place the vessel and/or tissue in the center of the jaws. Manufacturing non-conformances were reviewed. No entries pertinent to the customer's report were noted.